Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. The tip of the inserter is broken confirming this complaint. The broken part was twisted and worn. From past investigations, this type of failure can be attributed to exerting too much pressure on the device while using or dropping the device on the ground. It was reported that the failure was found after it was removed from the patient. Other than this possibility of occurrence, we cannot determine a root cause for this issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament recontruction surgical procedure, it was observed that the intrafix sheath inserter broke when placed on the tray after being removed from the patient. The sales rep reported that the sheath came out with the inserter and the surgeon completed the procedure using just the intrafix screw. The sales rep reported that the surgeon was satisfied with the fixation. There were no patient consequences or delays reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.